Manufacturer narrative:
(B)(4)

Event description:
This case involved attempted extraction of 3 leads: ra-non-functioning (mdt #4524 implanted 228 months, rv (mdt #5068 implanted 204 months), and rv (vascor #111-256 implanted 228 months). Surgical removal involved right and left access sites. There was a failed attempt from the superior approach and the decision was made to complete the extraction from the femoral approach. Two needle-eye snares were used (20mm & 13mm) and in between attempts to snare the ra lead by the surgeon, dr. Rowan would continue to attempt superior approach with the 16f glidelight and the l-33cm visisheath. A suspected injury was noted during that time and presented via a significant drop in bp (arterial line). Prior to rescue the bp range was 90-70's and as low as 46/23. Asystole was evident and chest compressions were initiated. There was a 6 minute time lapse from the time of suspected injury/chest compressions to complete insertion of perfusion pump. Once on perfusion, the surgeon performed a sternotomy and noticed a small perforation in the svc/right atrium area. Portions of the remaining three leads (ra, functioning rv capped, and abandoned rv) were removed surgically and only the distal portions of the functioning and abandoned rv leads remained. The surgical staff successfully removed all portions of the ra lead. Due to significant calcification and interaction with tricuspid valve, the decision was made by the surgical team to avoid severe damage to the valve by retaining the distal portions of the rv leads. The physician ascertains that injury could have occurred as he was advancing the visisheath independently over the lead and laser sheath in an attempt to break apart the severe binding site. Note: no portion of the lld remained in the retained leads.